Manufacturer narrative:
H.6. Investigation findings for communication/interviews: code c21 updated to code c20 h.6. Investigation conclusions: code d16 remains unchanged.

Manufacturer narrative:
A.4. Patient weight: this information has been requested but has not yet been provided to gore. D.4. Device information: the device lot/serial number has been requested but has not yet been provided to gore. D.10. Concomitant medical products and therapy dates: this information has been requested but has not yet been provided to gore. H.4. Device manufacture date: as the device lot/serial number has not been provided, the device manufacture date remains unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: kaptein, y.e. Et al. (2024) ¿percutaneous retrieval of an atrial leadless pacemaker from the left ventricular outflow tract,¿ heartrhythm case reports, 10(9), pp. 651¿655. Percutaneous retrieval of an atrial leadless pacemaker from the left ventricular outflow tract. Doi: 10.1016/j.avsg.2023.09.100. This is a case report of a 73-year-old male patient with a history of sinus pauses and intermittent complete heart block who underwent implantation of an aveir vr single-chamber leadless pacemaker (lp) for complete heart block. One day after the initial procedure, a routine post procedure chest radiograph showed that the atrial lp was dislodged and located in the ventricle. An echocardiogram confirmed that the atrial lp was in the left ventricular outflow tract, with the docking button located just below the aortic valve. Given the known patent foramen ovale (pfo), it was suspected that the docking end of the atrial lp had gotten caught in the pfo with atrial contractility and the device had dislodged through the pfo into the left atrium, traveled to the left ventricle, and ultimately entangled in the mitral subvalvular apparatus, remaining in the left ventricular outflow tract. Percutaneous snaring and retrieval were performed via a retrograde aortic approach from the femoral artery. A femoral cutdown was performed given the anticipated need for a 27fr. Outer diameter (25fr. Inner diameter) introducer sheath to accommodate the aveir retrieval catheter; however, it was discovered that it is technically feasible to insert the retrieval catheter through a smaller 25fr. Outer diameter (22fr. Inner diameter) sheath, albeit in an off-label approach. A 25fr. Outer diameter (22fr. Inner diameter) gore dryseal flex introducer sheath was placed in the right femoral artery. The aveir retrieval catheter was not used initially, owing to the inability to cross the aortic valve with this device. The day after atrial lp retrieval, intermittent palpitations related to atrioventricular desynchrony returned. Five days postretrieval, a right femoral surgical site infection was diagnosed and successfully treated with antibiotics and drainage.

Manufacturer narrative:
H.6. Investigation conclusions: code d16 updated to code d15 h.6. Investigation conclusions: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. H.6. Investigation conclusions: code d12 added. According to the gore® dryseal flex introducer sheath instructions for use, potential device and procedure-related adverse events and complications that may occur with the use of gore® dryseal flex introducer sheath or any introducer sheath or in any endovascular device insertion procedure and which may or may not require intervention include, but are not limited to, infection. H.6. Investigation conclusions: code d1002 added.